Event description:
The customer contact reported a separation; subsequently, blood loss was noted. The extension set was connected between an unspecified primary tubing set and the pt's IV catheter and was being used to deliver unspecified concentrations of sodium chloride and potassium chloride in an unspecified volume of dextrose 10% in water rate of 120ml/hr via an unspecified pump. After an unspecified length of time in use, the nurse noted that approx 2ml of blood was on the pt's bed sheet. It was reported that the tubing had "pulled out" of the t connector of the extension set. The nurse stopped the delivery. It was reported that the nurse removed the peripheral IV on the pt. The extension set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including why the IV catheter was removed and replaced.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).